Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer loaded a new cartridge to address the issues. The customer's blood glucose level was 240-270 mg/dl.